Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, one mitraclip xtw was successfully deployed. During the deployment of mitraclip xt, grasping was difficult due to calcified leaflets. It was observed to be stuck with chordae and anterior leaflet. The chordae was ruptured. During retraction, it was stuck in steerable guide catheter. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy, cds/sgc) or positioning failure (leaflet grasping - clip not implanted). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (thin, calcified leaflets). The reported difficult removal from anatomy appears to be related procedural conditions (interaction with chordae). A cause for the reported difficult cds removal from the sgc could not be conclusively determined. The reported tissue injury and mitral regurgitation are cascading events of the difficult removal from anatomy. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip xtw was successfully deployed. During the deployment of mitraclip xt, it was observed to be stuck with chordae. The chordae was ruptured. During retraction, it was stuck in steerable guide catheter. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.